Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review of the electrogram, an episode that was labeled pause was noted on the implantable cardiac monitor. However, the episode was not a pause episode, but rather the gain was increased. This was likely due to complete undersensing of the r wave. No interventions were performed.